Event description:
An international customer reported an event of an "oil mist" emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Haze/mist/vapor was confirmed. A preventative maintenance (pm1) was performed. Unit meets specifications and was returned to service.

Manufacturer narrative:
Method: materials and chemistry evaluation. Result: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), system risk analysis (sra). The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode are within acceptable limits. The sra (system risk analysis) was reviewed for the risk of exposure to toxic or corrosive material and determined to be "low." The catalytic converter was replaced to resolve the haze/mist issue. The field service engineer (fse) also confirmed the unit met specification after service and confirmed no odor or smell was involved. No parts were returned for further evaluation. The likely assignable cause for the haze/mist issue is catalytic converter as the issue was resolved with the replacement of the part. Asp will continue to track and trend this issue.